Event description:
Port placed on (B)(6) 2026. On (B)(6) 2026, this was his second time ever getting his port accessed. Port was accessed with sterile technique, and the needle appeared to be in the proper location, but blood return was not noted to confirm proper placement. One dose of cathflo was administered, but after 2 hours of dwell time, the port still did not give blood return. Another dose of cathflo was administered as ordered, and after 30 minutes of dwell time, blood return was noted.